Event description:
Device report received from princess (B)(6) hospital, (B)(6), indicates the tip of a drill bit broke off in the pt's inferior orbital rim and the surgeon decided to leave it in the pt. The surgeon indicated about 2mm was left in the pt which he felt was the best option for the pt.

Manufacturer narrative:
Subject device is an instrument. Manufacture site and manufacture date could not be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn.